Event description:
Caller reported blood glucose result of 282 mg/dl, 311 mg/dl, 317 mg/dl, 316 mg/dl, 115 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the sys, replacement was sent.